Event description:
It was reported that an ilet user received an ¿unable to proceed¿ alert during setup, including during fill tubing with a contact detach infusion set, and the condition persisted despite guided troubleshooting with and without a cartridge. Symptoms included no adverse clinical effects. Outcomes included device interruption that prevented initiation of therapy. Investigation included review of the event details and user-guided troubleshooting. Investigation of this case revealed a device malfunction related to setup/fill tubing progression, consistent with an occlusion or flow fault during priming; the device was replaced and the user was instructed to sync data and shut down prior to return. It was concluded, based on previously established findings for similar reports, that the device malfunction was due to improper assembly, as the motor pinion gear was mounted too high, resulting in binding during rotation and preventing proper setup and fill progression.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.